Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was inoperable as it would no longer communicate with external devices. As a result, the patient's scs system was explanted and replaced. No allegation was made against the lead. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4).

Event description:
Further follow-up indicates the patient did not recharge their ipg as recommended. In turn, the ipg became inoperable over time.